Event description:
It was reported that the minicap sponge came out of the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). MFR name: guangzhou econ & tech dev dist. (B)(6). Contact office: manufacturing site: guangzhou econ & tech dev dist. A review of all batch record documents was conducted for lot number gm1207027 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.